Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The nurse stated a placement signal not reliable alarm was noted on the screen. There was no longer placement signal or left ventricle at p8. All other numbers on the automated impella controller were within normal limits. The patient was going in for a left ventricular assist device. Pump positioning was confirmed via echocardiogram. The pump was not replaced. There were no issues with motor current or flow. Audio was muted for alarming placement signal unreliable. No change in hd was noted. No patient harm was reported.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined.